Event description:
No additional information received from customer.

Manufacturer narrative:
Updated: d9, h2, h3 and h6. The device was returned to olympus for inspection where the reported event was confirmed. Based on the results of the investigation, the root cause was identified as component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had e226 communication error. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.